Event description:
The customer alleged they received a questionable calcium gen2 result for one patient on their integra 400 plus analyzer. The customer stated no other assays were affected. The patient's initial calcium result was 3.22 mmol/l and it was reported outside the laboratory. The patient had another blood sample drawn and tested on an advia analyzer. The calcium result was 2.46 mmol/l. The doctor did not believe the initial result and asked that the initial sample be repeated. The next day, the repeat result was 2.47 mmol/l. The patient was not adversely affected by this event. The calcium reagent lot number was 699314. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The customer stated the calibration and quality control were fine, so a general reagent problem could be excluded. Based on an evaluation on the reaction monitors, the issue seemed to be sample related. It was noted the customer was not cleaning the probes regularly. The cause of this event was likely due to poor daily maintenance leading to contamination from gel or fibrin particles.

Manufacturer narrative:
This event occurred in (B)(6).